Event description:
On (B)(6) 2012, animas customer technical support (cts) contacted the patient's wife to follow-up on another concern (alleged erratic bg issue) that was reported on (B)(4) 2012 (MFR report # 2531779-2012-06013, which was reported as an adverse event). During the call, the patient's wife stated she was just pulling into the hospital to visit her husband. She indicated that he was admitted to the hospital on (B)(6) 2012. When asked if the patient was admitted for a blood glucose (bg) issue or for something else, she stated ''a little of both.'' She stated it was ''partially bg'' and pneumonia. The patient's wife stated they received the replacement pump that was sent under (B)(4) and had already set it up to match the previous pump settings. The patient reportedly was on replacement pump before the hospitalization but when he went into the hospital, they took him off the pump. The patient's wife was not available for further troubleshooting and stated she will contact animas once they are back out of the hospital. The patient's wife did not report any blood glucose results, symptoms, and or treatment details. Animas cst attempted to follow-up with the patient's wife on (B)(4) 2012 but was not successful in reaching her for more information. Based on the provided information, this complaint is being reported due to the following conclusions: although the patient was hospitalized for pneumonia, there is not enough information to rule out if the subject pump contributed to the patient's hospitalization. Currently there is no information about events leading to the patient's hospitalization, such as his bg results, activity levels, diet, and medications. The patient's wife declined to troubleshoot the pump; therefore a possible malfunction and/or use error cannot be ruled out.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.